Manufacturer narrative:
(B)(4). The customer returned one clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The loose clip was returned with the lid stock. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is broken. The damage could be caused by incorrect loading of the clip. The clip applier was not returned. The clip appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to other remarks: ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips not closing properly" was confirmed based upon the sample received. The clip was returned broken. The damage to the clip could be caused by improper loading of the clip. Since the clip was broken in two, it could not be functionally tested. It is unknown how the clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
Clips were not closing properly in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73e1600483 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Clips were not closing properly in the patient. The patient's condition was reported as fine.